Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. The pse found that the unit would need a new power switch overlay. The pse replaced the power switch overlay to resolve the reported issue. The pse also replaced as part pm the unit's oxygen inlet filter, inlet air filter, and cooling fan filter. The unit was tested and passed.

Event description:
The customer reported the power light emitting diode (led), which are green and orange colors, have contact failure and turn off. The customer reported there was no patient involvement.